Event description:
The reporter stated a +21.0 diopter cc4204bf collamer single piece lens was damaged by an indigo-p injector. There was no pt contact or injury. The reporter stated the injector was thrown away. The facility was unable to provide add'l info. If add'l info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(Lens damaged by the injector).